Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: prineo: 1. Please describe how was the adhesive was applied- prineo was applied after subcuticular closure and surgeon followed IFU that incision must be dry, clean and hemostatic. 2. What prep was used prior to, during or after adhesive use?- surgeon followed the closure from deep to superficial and followed IFU for prineo as mentioned in 1st question. 3. Was a dressing placed over the incision?- surgeon did give info on this if so, what type of cover dressing used?- n.a. Suture: 1. On what tissue was the stratafix symmetric pds plus suture used/location of suture placement?- joint capsule and fascia. 2. On what tissue was the monocryl plus suture used/location of suture placement?- skin subcuticular/superficial. 3. What tissue dehisced? Joint capsule to skin subcuticular. 4. What was the tissue condition (normal, thin, calcified, fragile, diseased)? As per surgeon normal during surgery. 5. How was the suture placed (interrupted or continuous)? Stratafix sutures surgeon followed IFU. 6. How was the suture tied (square knot or multiple knots one end)?- for monocryl only knott tying was used, surgeon didn¿t tell me how he tied monocryl. 7. How was the dehiscence managed? Re operation using non absorbable sutures for joint capsule. 8. Please describe any surgical intervention required for the wound dehiscence including date and findings.- as per surgeon they re-operated both knees of patient using. 9. Please describe the appearance of the suture during the second procedure.- no details given by surgeon. 10. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? On the second re operation, surgeon has given no details yet. 11. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?- none as per surgeon. 12. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?- surgeon followed IFU for stratafix symmetric. 13. Were two reverse stitches performed across the incision prior to closure?- yes, surgeon followed IFU for stratafix symmetric.

Manufacturer narrative:
Product complaint # (B)(4). Additional information a1, h6. Health effect - clinical code additional information has been requested and received 1. Patient demographics: initials / ID,- (B)(6). 2. Patient pre-existing medical conditions (ie. Allergies, history of reactions)- none as per hcps who operated 3. Product lot of each product used?- product lot not available as per operating room because suture flap was already disposed 4. Current patient status?- patient was re operated and went back for follow up check up as per attending surgeon patient is mobile and can walk. 5. What is the physician¿s opinion as to the etiology of or contributing factors to this event?- as per physicians who operated hypersensitivity of patient to suture material (symmetric pds) which resulted on the re-opening of incision, as per attending surgeon there was inflammation and tenderness on the fascia when the checked it after the suture breakage. 6. Is product available to return for analysis?- no as per operating room additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the sutures and prineo cut by someone or did they break? Were there any patient stress factors that preceipitated the event of suture breakage post op and prineo mesh breakage (ex-falling)? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m all others this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) - device not returned. Additional information provided: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, other information --> female, late 40¿s, patient¿s bmi is 40., is the patient part of a clinical study --> unknown, no product is available for return. Note: events reported on: mw# 2210968-2023-02768, mw# 2210968-2023-02769, mw# 2210968-2023-02770. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m all others. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent knee procedures on both knees on an unknown date and barbed suture was used. While patient was admitted in the hospital, post op, one knee opened from deep to superficial exposing the implant, upon checking joint capsule dehisced and barbed suture was cut, in lieu with that it caused the others to break and make the incision open, adhesive was cut into half.additional information has been requested.